Event description:
It was reported that during a procedure to place a stent graft, about a third of the way into the deployment of the stent, the delivery system popped behind the hub and fractured. Forceps were used to remove the catheter and the stent from the sfa. Prior to the attempt to place the stent graft, the doctor had predilated with a 4 x 4 balloon and then a 6 x 6 balloon. It was reported that it was not a tortuous path and after the first delivery system and stent graft were removed, another fluency stent graft was deployed without any difficulty. No injury to the pt.

Manufacturer narrative:
The device history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The outer sheath was torn off at the reinforcement. The outer sheath was damaged with a sharp tool over a length of 30 mm at the point of fracture. The outer sheath was elongated over the entire length. The stent graft was partially released 32 mm. This application represents an off-label use. The examination of the returned device confirmed the tear-off of the outer sheath at the reinforcement. For this reason, it was not possible to perform a function test. The tear-off and the elongation of the outer sheath over the entire length indicates the occurrence of high deployment forces during the attempt to release the stent graft. However, as no images and no add'l info was available, no further investigation could be performed and the root cause of the complaint could be determined.